Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 109 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was blank. Customer also reported that the insulin pump had a constant tome. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and time clock anomaly noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display, audio, beep anomaly and failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.